Event description:
The customer reported, a small break in the insultation of the high voltage cable assembly. There was no patient involvement with this issue.

Manufacturer narrative:
The ge service rep replaced the high voltage cable and calibrated the filaments. The system works as intended.